Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076 lead, implanted (B)(6) 2011; 4196 lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to a fracture of the right ventricular lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.